Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b5, g4, h10. During the investigation, it has been noticed that the product item 4711500396-1 / lot a710b05615 is handled by (B)(4). The medwatch report for this product will be submitted in (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that an initial left total hip arthroplasty was performed with implantation of an avantage cemented shell ø48mm, avantage inlay s48, optipac-s 60 refobacin bone cement, femoral stem (B)(6), femoral head sterile (B)(6) and intramedullary plug on (B)(6) 2017. Subsequently, the patient experienced redness and drainage from the surgical site, was placed on prophylactic antibiotics, and was admitted for observation to rule out infection. Infection was ruled out, and the drainage discontinued without further complication. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Concomitant medical products- avantage cemented shell s48; item: p0463048; lot: 0001105980; avantage inlay s48 / 22,2; item: p0560048; lot: 0001102705; optipac-s 60 refobacin bone cement r item: 4711500396-1 lot: b708c05355; femoral stem 12/14 item: 00811400100; lot: 63735436; femoral head sterile 12/14 item: 00801802230 and lot: 63677745. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an initial left total hip arthroplasty was performed with implantation of an avantage cemented shell ø48mm, avantage inlay s48, optipac-s 60 refobacin bone cement, femoral stem 12/14 and femoral head sterile 12/14 on (B)(6) 2017. Subsequently, the patient experienced redness and drainage from the surgical site, was placed on prophylactic antibiotics, and was admitted for observation to rule out infection. Infection was ruled out, and the drainage discontinued without further complication.